Event description:
During cystoscopic procedure for bladder tumor fulguration, the tip of the 24 fr olympus resectoscope tray 2 fractured. The fracture piece was collected and placed in a specimen cup. Per urologist occurred when removing the obturator. The plastic tip broke off. Was retrievable in one piece and at end of urethra. No damage to urethra.